Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that patient was referred to a manufacturer representative for further actions/interventions. The reporting hcp did not perform the implant and the resolution of the issue was unknown. Patient's weight information was not provided. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had poor coupling with recharging. The caller stated that they are having problems charging the ins. The caller stated that they were not able to get a good connection (sometimes takes 20 minutes). The caller stated that often times there are no boxes and it's very flaky. The caller stated that any movement at all on the patient's part if even just touching the antenna in the back will change the coupling bars. The caller wanted to know if the equipment might be faulty and wants to see it work outside of the body and see how sensitive the recharger is to movement. The caller stated that they had been working with the manufacturer's representative to try and resolve the issue. The caller stated that the first rep that came ou t couldn't get the recharger to work at all and hypothesized it was because of the recent implant surgery hadn't healed or "down enough". The caller stated that the incision healed nicely, but it had a little bump on it. The caller stated that the ins is not right next to the skin, but they don't know the depth. The patient stated that it only works if they hold it there, they were told to not use the recharger belt. No further complications were reported or anticipated.